Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported that the drug dripped from the filter vent hole. There was unknown patient involvement and unknown patient harm. No additional information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.